Manufacturer narrative:
An event regarding alleged axle backing out involving a jts proximal tibia was reported. The event was confirmed. Method and results: device evaluation and results: not performed as no items were returned. Review of images of the explanted axle provided by the hospital confirm that a piece of the axle flange has broken off. The imaging quality is not sufficient to confirm the cause of the breakage. The imaging provided does not provide indication of any other damage to the axle which had backed out. Medical records received and evaluation: x-ray review - based on a review of the provided information, the reported axle backing out was confirmed. There is no indication that the reported axle backing out is device related as no device or manufacturing related issues have been identified. Device history review: review of the device history record indicate one device was manufactured and accepted into final stock on 05 jun 2014, with no reported discrepancies. Complaint history review: there have been no other events. Conclusions: the exact cause of the event could not be determined because further information such as the primary operative report as well as patient history, follow up notes and device return are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available, this investigation will be re-opened. Siw will continue to monitor for trends a revision procedure was successfully completed. Corrective action/preventive action no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
It has been reported that the patient's proximal tibia jts will not extend and they are experiencing knee pain. It is further reported that the axle is backing out.